Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nervous system injury, arthritis, pallor, skin inflammation/ irritation.

Event description:
Patient reported "raynaud's phenomenon" that have been deemed not device related. Patient later reported "ulnar nerve damage, corpal and carpel tunnel damage elbow and wrist", "little side motion strength in my arm without severe pain" and "red spots on my forearms and vulvar swelling appear then disappear, but the vulvar itching". This record is for the left side. Device was explanted and replaced. It is unknown if the device will be returned.